Event description:
It was initially reported that the pt was going in for revision surgery due to high lead impedance. During a diagnostic test, it was noted that there was dcdc=7 observed. The pt was also reportedly experiencing intermittent sharp pain in the chest and throat approx 2 months prior to the diagnostic testing. The pt also had a "bad seizure" approx 2-3 weeks prior to the diagnostic testing. The pt was referred for x-rays and the device was disabled until decision on surgery was made. X-rays were not provided to the MFR for review. The pt's generator was also replaced prophylactically at that time. The generator and lead were returned to the MFR for analysis, but it has yet to be performed. Good faith attempts to obtain add'l information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.